Event description:
A user facility nurse reported that during a treatment on a 1550 hemodialysis machine, the patient experienced chills and an elevated temperature of 99.4 degrees twenty minutes after 2 units of blood were administered. The patient was administered two units of blood due to earlier abdominal bleeding. There were no machine alarms or indication of a problem. Patient blood samples were drawn and tests indicated hemolysis. The patient was then administered 1 g vancomycin, and 80 mg of gentamycin (route not reported). The patient refused to go to the ER. The patient returned to the center for dialysis four days later. It was reported that the patient has fully recovered.